Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that the pump shut off unexpectedly. The customer's blood glucose (bg) level displayed as "high"; although specific value was not provided. Customer addressed the elevated bg by manual insulin injection. The customer reverted to an alternate method of insulin therapy.